Event description:
It was reported that during an obtryx ii system - halo implant procedure, the mesh detached. Additionally, the association loop was noted to be broken but still attached to the blue dilator on one end. No further patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of broken association loop. Device code a0501 captures the reportable event of mesh detachment.